Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a defect of the image sensor unit, or failure of the inner board of the video connector or the system. Olympus will continue to monitor field performance for this device.

Event description:
Customer sent a repair request reported with an issue of image noise. The issue found during an unknown event. There was no patient harm , no user injury reported due to the event. Device evaluation found failure of the imaging unit causing image noise , images are temporarily unavailable due the failure of the imaging unit. This report is being submitted for failure of the imaging unit causing image noise, images temporarily unavailable due to failure of the imaging unit.

Manufacturer narrative:
Device return evaluation was completed . The customer complaint of image noise was confirmed. Device evaluation found noise is generated due to failure of the imaging unit, and images are temporarily unavailable. In addition, the following findings during device evaluation were noted : detachment of the imaging part (breakage of the image sensor) observed due to external factors. The bending angle is insufficient due to the elongation of the angle wire. Due to the looseness of the insertion pipe, there is rattling at the connection between the insertion pipe and the operation part. There are curved rubber scratches caused by external factors. Missing curved rubber joint. Investigation is ongoing. This report will be supplemented accordingly following investigation.